Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Customer¿s blood glucose was in 40 mg/dl or lower. Customer reported that the first low blood glucose situation occurred while she was at a baby shower. Customer states she treated with carbs and sugar. Customer stated that she has been experiencing low blood glucose for periodically. Customer stated that in (B)(6), she experienced a low blood glucose adverse reaction and it became an issue addressing the blood glucose and getting them higher. Customer declined to troubleshoot. Customer stated that she did not notice the sets not acting normal. Customer stated that she has been fluctuating through the summer. Customer stated that she recalls having a an over 400 mg/dl blood glucose, she states she noticed the site was wet under the adhesive when she removed the set. Insulin pump is not expected to return for analysis.